Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the reservoir had a leak. Customer's blood glucose was 190 mg/dl. Customer stated the reservoir leaked down the tubing and onto her site. Customer stated she felt the reservoir and the quick set were both defectives so she discarded them unable to troubleshoot. No further information reported.